Event description:
The facility's biomedical engineering dept reported that two colleague pumps " had battery alarms" and "ceased to function" during pt infusion. The pt was being transported to the operating room and the pumps were unplugged. Levophed, epinephrine, and "other pressors" were being infused, however, it was not known what medication was being infused on each pump, the pumps began alarming "for battery". Reportedly when the pumps were plugged back in, they failed and "ceased to function". The pumps were changed immediately "to avoid any drops in the pt's blood pressure" and the infusions were restarted. According to biomed, no pt injury or need for medical intervention has been reported. Despite baxter's effort to obtain additional info from the facility's risk management department regarding pt's demographics, diagnosis and status, "other pressors" involved, and set up of the infusion device.